Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration. The site was grafted. The clinician reports implant mobility and insufficient bone quality/quantity in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.